Event description:
It was reported that a malfunction occurred with the device, specifically a malfunction code 16-0x20e6. There was no reported information about the impact on the customer¿s blood glucose level. The pump was tested and the malfunction persisted even after attempting a reset. The device is expected to be returned, and a replacement pump has been provided to the customer.